Manufacturer narrative:
Pump immediately flashed white screen and partial screen once installing an aa battery. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to flashing white screen. Test p-cap locks properly into the reservoir compartment. Pump was cut open to perform visual inspection and found a cracked lcd controller, bleeding and cracked glass on pcba 1. The following were noted during visual inspection: scratched case, stained keypad overlay, label damage, and pillowing keypad overlay. Cosmetic damage at the battery compartment was not confirmed, however, other cosmetic damage was noted. Flashing white screen was confirmed during testing due to cracked lcd controller on pcba 1. Partial screen was confirmed during testing due to bleeding and cracked glass on pcba 1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1885.troubleshooting was performed. The pump did not turn on. No harm requiring medical intervention was reported. Mmt-1885 was requested and the customer response was the device will be returned.